Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that the power cord was damaged, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.